Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. It was indicated that the patient used an expired sensor, which is off-label usage of the device.

Manufacturer narrative:
(B)(4).